Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician completed non-invasive testing on model lap top ventilator 950. The unit passed a 69.5 hour test run with no alarms or error conditions. A final test was performed and the unit failed battery operation test, indicating the internal battery is not holding a charge. Although the unit passed flows and tidal volumes at final test, it showed a slight non-conformance of tidal volume at initial checkout; tidal volume=259 (specification is 265-313). The unit passed all alarm testing. Bench testing at customer settings was performed to address claim that "when the patients tube was dislodged from the patient, the ventilator did not alarm." Testing showed that when the wye is disconnected without any restrictor applied, the ventilator alarmed immediately for low pressure. If the wye is disconnected with an applied restriction of 20, within eleven seconds the vent alarms for low minute volume. The service technician performed an event trace download as well. The alarm codes found in the event trace all fall into what are considered non-critical alarms. Unit passed a test run with no alarms or error conditions. During the final test, unit failed the battery operation test. Unit passed all alarm testing.

Event description:
The customer reported infant found expired while connected to lap top ventilator 950. The infant patient was on top of pillow/cushion on floor, next to couch where mother was sleeping. The mother woke to find patient expired. The patient's tracheostomy tube may have been slightly dislodged. The customer reported model lap top ventilator 950 did not alarm.